Manufacturer narrative:
(B)(4). The sample was unavailable for analysis; therefore, no evaluation could be performed. If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported that during troubleshooting for an unrelated alarm on the homechoice (hc) device during drain 1 of 5, the caregiver (cg) had a bag that came loose from the supply line and started leaking. The technical service representative (tsr) advised the cg that the home patient (hp) would need to start over with new supplies. During the follow up, the cg reported that they had no difficulty connecting the line to the bag using the proper technique and there was nothing unusual noted about the supplies. The hp was able to perform therapy at a later time with no difficulties. There was no patient injury or adverse event associated with this report. No additional information is available.